Event description:
On (B)(6) 2021 the package was found broken prior to the patient.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35w 6/box lot # 73d2100944 was manufactured on 04/30/2021 a total of (B)(4) pieces. Lot was released on 05/21/2021. DHR investigation did not show issues related to complaint. The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The stapler was returned in its original packaging. The returned package was broken on one side. It appears that the package was bent over on one end which caused it to break. The break in the package caused a sterility breach. Based on the condition of the returned sample, there is no evidence to suggest a manufacturing related root cause. It appears that the packaging most likely got broken due to storage/shipping conditions. A corrective action is not required at this time since storage/shipping conditions appeared to have caused this issue. The reported complaint of "broken package - sterility compromised" was confirmed. The stapler was returned in its original packaging. The returned package was broken on one side. It appears that the package was bent over on one end which caused it to break. The break in the package caused a sterility breach. Based on the condition of the returned sample, there is no evidence to suggest a manufacturing related root cause. It appears that the packaging most likely got broken due to storage/shipping conditions.

Event description:
On (B)(6) 2021 the package was found broken prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d2100944 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.